Event description:
Customer reports to have inserted infusion set and it hurt. Customer states that when she went to remove set, it was noticed that infusion set tubing came apart at pcap. Customer's blood glucose was 475 mg/dl, which was treated with manual injection. Customer received a safety letter regarding issue. Customer resolved issue with infusion set change. Customer was not able to return infusion set due to this being a past event. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.